Manufacturer narrative:
In mfg report no 1823260-2023-04071, h10 additional narrative should have been: "the field service engineer inspected the module and found a loop that was stuck and the pre-heater not working properly. The investigation reviewed the qc data. There was no qc on 10-nov-2023 and 13-nov-2023; qc level 2 was higher than target but within 2 standard deviations (sd); qc level 1 was fluctuating between +/- 3 sd; qc level 2 was fluctuating between +/- 2 sd. The investigation is ongoing." Instead of: "the field service engineer inspected the module and found a loop that was stuck and the pre-heater not working properly. The investigation noted that an instrument check was performed 04-dec-2023; the instrument check was successful. The investigation reviewed the qc data. There was no qc on 10-nov-2023 and 13-nov-2023; qc level 2 was higher than target but within 2 standard deviations (sd); qc level 1 was fluctuating between +/- 3 sd; qc level 2 was fluctuating between +/- 2 sd. The investigation reviewed the last calibration trace performed on 26-oct-2023; the signals were slightly below the expected values. The investigation reviewed the alarm trace; there was a "sample short" alarm on 10-nov-2023 at 11:38 pm; "abnormal sample probe movement on 13-nov-2023 at 10:27 am; and a "sample short" alarm on 13-nov-2023 at 11:56 am. The investigation is ongoing." The field service engineer cleaned the water supply tubing to the pre-heater. He performed preventive maintenance and replaced the measuring cells (mc), bead mixer paddle, and sipper probe. He performed an instrument check with successful results. The investigation determined the event was due to a maintenance issue. Product labeling states: "daily maintenance - cleaning probes and sippers - clean the reagent probe, sample probe, sipper probes and pre-wash sippers to remove residual solution and precipitation. Impurities on the sample probe may cause problems and affect results. After cleaning the probe, its discharge and operation should be checked. When cleaning, take care not to bend or damage the probes or sippers." "Every two weeks maintenance - liquid flow path cleaning - contamination in the sipper system could cause problems. To keep the flow paths of the sippers clean and maintain the integrity of the measuring cell, perform liquid flow path cleaning at least every two weeks or after 2500 to 3000 determinations per channel, whichever comes first." "Monthly maintenance - cleaning the water tank - contamination inside the water tank will result in contamination of the entire flow path and adversely affect all measurements. Clean the water tank monthly." "Every six months maintenance -cleaning the inlet water filter clean the inlet water filter at least once every six months to prevent blockages of the water system."

Manufacturer narrative:
The reagent lot number is 70908700. The expiration date is 31-jul-2024. The field service engineer inspected the module and found a loop that was stuck and the pre-heater not working properly. The investigation noted that an instrument check was performed (B)(6) 2023; the instrument check was successful. The investigation reviewed the qc data. There was no qc on (B)(6) 2023 and (B)(6) 2023; qc level 2 was higher than target but within 2 standard deviations (sd); qc level 1 was fluctuating between +/- 3 sd; qc level 2 was fluctuating between +/- 2 sd. The investigation reviewed the last calibration trace performed on (B)(6) 2023; the signals were slightly below the expected values. The investigation reviewed the alarm trace; there was a "sample short" alarm on (B)(6)2023 at 11:38 pm; "abnormal sample probe movement on (B)(6) 2023 at 10:27 am; and a "sample short" alarm on (B)(6) 2023 at 11:56 am. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-tshr assay results from three patient samples tested on the cobas 6000 e601 module. The reporter complained of clinical interpretation differences. On (B)(6) 2023: sample id1: (B)(6). The initial result was 2.08 iu/l (positive). The repeat result was 1.34 iu/l (negative). Sample id2: (B)(6), the initial result was 1.79 iu/l (positive). The repeat result was 0.956 iu/l (negative). On (B)(6) 2023: sample id3: (B)(6). The initial result was 1.83 iu/l (positive). The repeat result was 0.9 iu/l (negative).